Event description:
It was reported that the c500 screen went blank while the ventilation unit of the workstation continued to function. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the service report as well as the log file were made available for further investigation at the manufacturer¿s site. The log file did not indicate a shutdown or reboot of the cockpit. However, it was not possible to finally exclude a temporary malfunction with limited operability of the cockpit. In addition, based on the log file analysis the reported ¿alarm system failure¿ alarm could be confirmed. This alarm was generated in reaction on a detected deviation of the internal supervisory of the function of the primary alarm system. As it was not caused by a hardware malfunction it could be assessed as a false positive alarm. Overall, the ventilation was not affected during the event neither by the cockpit failure nor the alarm system failure. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation a corresponding alarm message will be posted visually and audibly. In case of a cockpit malfunction, monitoring functions and the user interface of the cockpit might be impaired. In the current event, the device reacted as specified and posted appropriate alarms. According to the service information, affected components were replaced as part of the repair measure and the device was successfully tested afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the c500 screen went blank while the ventilation unit of the workstation continued to function. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.